Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected and pressure tested for the reported leak. The circuit was subsequently submerged in a water bath to identify the source of the leak. Results: pressure test revealed that the returned circuit exhibited leak and was out of specification. The water bath test showed that the leak was from the expiratory limb distal connector. Visual inspection revealed insufficient glue in the distal connector. Conclusion: all rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing is performed every (B)(4). If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. The user instructions supplied with the rt340 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." The hospital staff correctly checked the breathing circuit before patient use which is in line with our user instructions.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt340 adult dual-heated evaqua breathing circuit failed a leak test on an servo I ventilator. This was found prior to patient use.